Manufacturer narrative:
Further analysis was performed on the main pcb. This analysis did not find any defects. The customer or failures reported during initial repair of the device could not be further confirmed. The functional test failures originally observed do suggest a calibration issue.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during routine calibration check of the external pulse generator (epg), the biomedical engineer found that the sensitivity could not be measured, unless the control knob was "just backed off of the stop position." It was also reported the sensitivity is too low, when set at 20 millivolt setting. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed sensitivity testing. It was noted that the device failed output amplitude testing due to the main printed circuit board (pcb) being out of electrical specification, and the upper and lower cases were broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.